Event description:
It was reported that the pt experienced swelling at the pump site and in the back after implant. The pt had a creebrospinal fluid leak with symptoms including swelling, headache, and discomfort. There was no infection, no redness or oozing was noted. The hcp prescribed antibiotics for one week. It was later reported that the pump site was the "size of a softball" measuring about 8.5 inches accross. The catheter site was the "size of a golf ball". The pt was unhappy; he was unable to lay down or sleep. He had to take medications to sleep. At times, his wife had to help him get out of bed. The pump dose was started at 1mg/day and then after 5 months, the dose was increased to 5mg/day. The refill interval has changed from 5 months to 53 days. The pump refills are performed under fluoroscopy and within 2 to 3 hours, the swelling recurs. The pt had indicated that he wanted to have the system removed but was told by the hcp that it cannot be removed. The pt was getting relief from the pump therapy but the side effects were unbearable. The pt had consulted with the implanting surgeon who recommended a revision surgery. The pt was having difficulty related to insurance coverage. It was unk if any diagnostic studies have been performed. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results - used for the catheter.